Manufacturer narrative:
Exact date unknown, event occurred a week after the implant date.

Event description:
It was reported that the patient was experiencing pain at the ipg site due to ipg migration. The patient underwent an ipg repositioning procedure and was doing well postoperatively. Nothing was explanted.